Event description:
Medsun uf report #(B)(4): the customer reported during an unspecified procedure, a cystoscopy sheath broke off in the patient's bladder. The device fragment was retrieved. Multiple requests for additional information from the customer have been unsuccessful. The customer has not responded to date.